Event description:
Customer reportedly obtained results of 231mg/dl and 89mg/dl on the advantage system within 10 minutes. No action taken based on device results. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: detrola - 2 yrs 8mg/day; lipitor - 5 yrs 20mg/day;glipizide ER - 5 yrs 10mgday; hydrocodone - 4mths 5mg/325mg twice; aspirin - 3 yrs 20mg/day.